Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating that there was no adverse impact. There were issues troubleshooting the alarm due to a malfunction, and it was noted that this was the first time the customer experienced this specific alarm with the pump. No additional information was received regarding corrective actions or the outcome of the event.